Manufacturer narrative:
(B)(4). Damaged anvil. Additional information was requested and the following was obtained: ¿there was a split of the stomach distal to the stapling cartridge¿ does this mean an incomplete staple line at the distal end? There was not an incomplete staple line, as where the split occurred, this was not part of the compressed tissue or staple line. The split occurred distal from where the staple line finished. Any patient consequences? There were no patient consequences to record form the incident. The analysis results found that the device was returned with the anvil bent upwards and without reload present. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4) . The batch record was reviewed and no anomalies were noted during the manufacturing process. A photograph was received. It cannot be determined what caused the complication. However, it is believed that excessive tissue and buttressing thickness combined relative to the cartridge color selection, coupled with some distal tissue bunching all interacting may have been the cause of this complication.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure there was a split of the stomach distal to the stapling. Procedure was completed with same like device.